Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review for stopper tight, shield tight, needle hub separates and needle bent due to unknown lot number. H3 other text : see h.10

Event description:
It was reported that unspecified bd¿ syringe needle hub separated on 4 occasions during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported in a bag of 10 syringes the customer had 8 that have a problem with the stopper and the needle. The stopper is too tight, when she took it off the needle tip is stuck in the stopper. The other 2 syringes she managed to remove the stopper but the needle was crooked. She opened the new bag with same problems the caps too tight and the needle getting stuck in the cap, for 5 syringes.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ syringe needle hub separated on 4 occasions during use. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. It was reported in a bag of 10 syringes the customer had 8 that have a problem with the stopper and the needle. The stopper is too tight, when she took it off the needle tip is stuck in the stopper. The other 2 syringes she managed to remove the stopper but the needle was crooked. She opened the new bag with same problems the caps too tight and the needle getting stuck in the cap, for 5 syringes.